Event description:
It was reported that routine check, the cardiosave intra-aortic balloon pump (iabp) could not be turned on. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
The full name of the initial reporter is (B)(6). The full name of the event site was shortened due to field character limit; the full name is (B)(6). Testing of actual/suspected device: a getinge field service engineer (fse) was dispatched to evaluate the iabp and was able to reproduce the reported issue and discovered the power cord plug was broken. The repair has not yet been completed. Additional information is being requested with regard to the repair and status of the iabp. A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields - b4, e1(site country), g3, g6, g7, h2, h4, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h10 the getinge field service engineer (fse) that encountered the reported issue during the routine check and to fix the issue replaced reel, ac power cord, cee 7/7 and performed a full functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications.

Event description:
N/a.